Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Age/date of birth - ni, weight - ni, product code - ni, expiration date - ni, implant date - ni, device manufacture date - ni. This is 1 of 2 reports being filed for the same patient (reference 1825034-2017-00105 / 00106).

Event description:
It is reported that the patient was revised due to dislocation of the segmental revision system component. Segmental revision system component and humeral tray were removed.